Event description:
It was reported that an incident occurred with a hybridknife® flex t-type (knife) during an endoscopic submucosal dissection in the rectum. The knife was used with an electrosurgical unit. No other information was provided regarding any other equipment, accessories, or settings employed during the procedure. Per the report, after four (4) hours of use, the knife's electrode tip detached from its body (i.e., broke-off). There was no report of any patient injury.

Manufacturer narrative:
The hybridknife® flex t-type (knife) was disposed of by the medical facility and therefore not available for an examination by erbe. Based upon the information provided by the account, there are most likely many factors involved with the reported event (i.e., equipment settings, activation times, endoscopic technique, how the device was being cleaned during the procedure/pressure applied on the tip, characteristics of the lesion, etc.). Therefore, no conclusive determination could be made as to the cause(s) of the incident.